Event description:
A non-health care professional reported following the intraocular lens implantation the lens was explanted due to blurry vision and the clinical reason for the explant was mentioned as subluxation of lens. Additional information has been requested and received stating there was no harm to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).